Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 49.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during the implant procedure, no pacing was observed when the lead was connected to the device. Lead malfunction was suspected. The procedure was cancelled. The system was not replaced. There were no adverse consequences to the patient.